Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out procedure. The electrical function of the lead was normal and noise was observed on the far-field channel. The lead was capped and replaced. The asymptomatic patient was stable procedure.

Event description:
This is a clarification of the event. The patient was in stable condition before, during and after the procedure.